Event description:
On 6/3: customer reports via phone during a retrograde cystography procedure, patient information not provided, the fluoro failed. Procedure was completed. No reported injury.

Manufacturer narrative:
Tech support troubleshot the problem with the biomed to a loss of 480vac in the generator. Biomed then told tech support that 2 of the main 50 amp fuses were open and had the 50a fuses replaced. The generator now functions correctly.